Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device failed volumetric testing. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was trimmed to bring delivering to manufacturing specifications. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.